Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "impaired occluders endothelialization after transcatheter paravalvular leak closure." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "impaired occluders endothelialization after transcatheter paravalvular leak closure", was reviewed. The article presented a case study of a 70-year-old male patient with a previously implanted unknown mitral mechanical valve. It was reported that on an unknown date, an unknown sized amplatzer vascular plug iii was implanted for off label paravalvular leak (pvl) closure associated with the mitral valve. It was then reported 450 days post-procedure; the patient had presented with heart failure. A decision was made to explant the amplatzer vascular plug iii. [The primary and corresponding author was michal majewski, department of cardiology, faculty of health sciences, medical university of silesia, ziolowa 45¿47, 40¿635 katowice, poland, with corresponding email: michal.majewski@sum.edu.pl].

Manufacturer narrative:
As reported in a research article, impaired occluders endothelialization after transcatheter paravalvular leak closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title "impaired occluders endothelialization after transcatheter paravalvular leak closure".